Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, unintended movement occurred. The "plaque rich" lesion was located in the moderately tortuous proximal left anterior descending artery. The physician advanced the 4.00/10mm flextome cutting balloon to the lesion and when the balloon was inflated "slippage" occurred (device did not remain as it was positioned) and on the third inflation the balloon ruptured at unspecified atms. The procedure was completed with a non-bsc balloon catheter and "slippage" also occurred with this device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination identified solidified blood within the inflation lumen. The device was connected to an encore inflation unit and slowly inflated to its rated burst pressure when a balloon leak was noted. Microscopic examination of the balloon material revealed a pinhole over the proximal markerband. No damage was observed to the blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were observed along the catheter shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, unintended movement occurred. The "plaque rich" lesion was located in the moderately tortuous proximal left anterior descending artery. The physician advanced the 4.00/10mm flextome cutting balloon to the lesion and when the balloon was inflated "slippage" occurred (device did not remain as it was positioned) and on the third inflation the balloon ruptured at unspecified atms. The procedure was completed with a non-bsc balloon catheter and "slippage" also occurred with this device. No complications were reported and the patient's status is good.